Event description:
The customer states that false negative axsym toxo igg assay results were generated for one patient. On (B)(6) 2011 a sample taken from the patient generated an axsym toxo igg assay result of 0 iu/ml. This result was consistent with results generated for this patient on (B)(6) 2011 and (B)(6) 2011. The most current sample was then tested on a non-abbott platform and generated a positive result of 30 iu/ml (cut-off for this assay is 12 iu/ml) and 0 iu/ml on the axsym platform. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The customer replaced the sampling and processing probes on the axsym system to resolve the issue. The axsym system operations manual list no. 09a26-06 and the toxo igg package insert 34-8795/r2 contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current available information and the present evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01, or for the axsym probe list number 09a59-01 related to the issue under evaluation. Review of complaint tracking and trending.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Test result (B)(4); false negative result (B)(4).